Manufacturer narrative:
Additional mdrs associated with this event: 3005670412-2020-00004: plate 1. 3005670412-2020-00006: driver.

Event description:
A patient had two rib plates implanted. At some point post op, the patient complained of pain so the surgeon removed the hardware in a revision surgery.